Event description:
Customer called customer service on (B)(6) 2012 and reported a delivery issue involving a replacement adc blood glucose meter that was ordered on (B)(6) 2012. Customer further reported that due to not having a meter she subsequently experienced an unspecified "injury". No further information was provided by the customer as she declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. It should be noted: the actual date when the medical event occurred is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted. (B)(4).